Manufacturer narrative:
(B)(4). Device evaluation: the report that the md was unable to remove the guide wire from the needle was confirmed. One guide wire inserted through introducer needle was returned along with the guide wire advancer. The guide wire was removed from the introducer needle without difficulty. A manual tug test determined that both welds were intact with the core/coil wires. The components were visually examined under magnification. Two offset coils were observed on the j-tip of the guide wire. Slight damage was observed on the needle bevel indicating contact with the guide wire. The guide wire graphic specifies the length at 600 +/- 4 mm and the outside diameter at .788 / .826 mm. The outside diameter was measured at .809 mm. The guide wire length was measured at 604 mm. The inside diameter of the introducer needle measured .041 inches, which meets the .038 inch (.965 mm) minimum requirement of the needle graphic. The guide wire was inserted through the introducer needle without resistance. The instruction booklet provided with the kit, contains suggested procedures to minimize the possibility of guide wire damage during use. According to the IFU, the introducer needle is to other remarks: be removed over the guide wire and the user is warned not to withdraw the guide wire against the needle bevel. A review of the device history records did not reveal any manufacturing related issues. Since it appears that the guide wire damage is a result of attempting to withdraw the guide wire through the needle, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in anesthesia, the md was unable to remove the guide wire from the needle because the guide wire was bent. As a result, a new kit was opened and used to complete the procedure without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.